Event description:
End user hospital reports that a patient experienced a dvt while using the bioflo PICC. No further details were available from the hospital. The used catheter is not available.

Manufacturer narrative:
The reporting facility did not indicate the lot/batch of the affected product. As a result, a search for similar complaints of the same lot/batch # could not be performed. The february 2015 navilyst med complaint report was reviewed for the bioflo PICC product family for the failure mode "patient injury - dvt." No adverse trend was indicated. As the used PICC was not returned, no device evaluation was possible. Due to the nature of the dvt failure mode, it cannot be determined whether the PICC was used in accordance with its labeling (directions for use/dfu); the risk of the reported event failure mode - vascular thrombosis, is identified in the dfu. Navilyst med manufacturing process controls for the PICC include visual inspection of the catheter for damage or defects, dimensional verifications, 100% check with a guidewire to insure lumen patency, and 100% air leak testing. Pr#(B)(4).